Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio 3.0 lab 0.9 the meter shall be returned for further evaluation purposes.